Event description:
It was reported the procedure was to treat a bifurcation lesion at the diagonal artery (da) with no calcification or tortuosity. Using a 6f sheath, pre-dilatation was performed and a non-abbott stent was successfully implanted in the da. Without removing the balloon from the sheath, the xience prime stent delivery system (sds) was advanced, but resistance was noted inside the sheath so the sds was removed. Although no force was used, once outside the anatomy, the hypotube was found to be broken in two pieces 35-40 cm distal to the hub. Another xience prime was used and implanted successfully in the target lesion. The physician could not determine if the resistance was with the balloon catheter or the guide wire that were previously inside the sheath. There was no reported significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The resistance inside the introducer sheath could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.